Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a 23-inch, 6 mm infusion inset and contacted support for assistance performing a full infusion set supply change; insulin delivery resumed after the guided change, and the user later reported they did not believe the removed infusion cannula was bent. Symptoms included elevated blood glucose. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included a troubleshooting session guiding an infusion set replacement and a follow-up assessment regarding potential infusion set abnormalities. Investigation of this case revealed no observed abnormalities with the removed infusion set per user report and no device alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.